Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument failed the electrical continuity test. There was no breakage to the conductor wire. The housing was removed from the back end, and no damage was observed. There was an additional observation not reported by the site and related to the reported issue. Visual inspection of the instrument found the wire insulation was slightly damaged. No wires were exposed and no pieces were missing. No thermal damage was observed. The insulation exhibited a small tear located at the proximal clevis hole.

Event description:
It was reported that during a da vinci-assisted gastrotomy surgical procedure, the fenestrated bipolar forceps could not be energized. It was otherwise functioning well. The cord was replaced and vio dv was restarted to troubleshoot the issue. But it did not resolve the issue. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.